Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d15.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: not observed capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, d4, d6b, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker grade IV with calcifications. The device has been explanted and replaced.

Manufacturer narrative:
Cont e1 zip code- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.